Event description:
Information provided indicated that the side rail would not stay up. No injury alleged.

Manufacturer narrative:
Technician found that the side rail end tube was bent and missing 6 rivet, ratchetii replaced the side rail end tube and 6 ratchet to resolve this issue. Location - basement.